Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. The insulin pump had minor scratches on the display window.

Event description:
It was reported that the insulin pump had a blank display. The caller did not know the blood glucose reading. Upon troubleshooting, it was found that the display did not return. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.